Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was described as short. The neck was 32.6 mm in diameter proximally and 34.5 - 36.6mm distally. It was reported that during a routine follow-up there was a proximal type I endoleak noted and the patient was scheduled for an angiogram; however, the appointment was cancelled for an unknown reason. The cause of the endoleak is unknown. No intervention has been performed and the patient will be monitored. No additional clinical sequelae were reported. Review of returned films 6 weeks post-implant revealed that bifurcate was implanted just below the renals. The ipsilateral limb was implanted into the left iliac, crossing over the contra limb in the distal aorta. The proximal stent graft od was 32x33mm, and the neck was angulated 30deg (l-r) and contained calcification. The maximum aneurysm diameter was 4.7cm and it was calcified. The iliac limbs were slightly compressed within the 20x26mm distal aorta, but were patent with good distal sealing. Contrast was seen within the sac, near the level of the flow divider along a calcified area of the aneurysm wall. The endoleak type could not be confirmed from these films. This may be a proximal type I, but cannot rule out a type ii or type iii endoleak.

Manufacturer narrative:
(B)(4). Method: film. Results: endoleak. Unknown cause of endoleak. Conclusion: endoleak. Unknown cause of endoleak.

Manufacturer narrative:
(B)(4). Film review analysis: review of returned films 6 weeks post-implant revealed that the bifurcate was implanted just below the renals. The ipsilateral limb was implanted into the left iliac, crossing over the contra limb in the distal aorta. The proximal stent graft od was 32x33mm, and the neck was angulated 30deg (l-r) and contained calcification. The max aaa diameter was 4.7cm and also calcified. The iliac limbs were slightly compressed within the 20x26mm distal aorta, but were patent with good distal sealing. Contrast was seen within the sac, near the level of the flow divider, along a calcified area of the aaa wall. The endoleak type could not be confirmed from these films. This may be a proximal type I, but cannot rule out a type ii or type iii endoleak. Review of returned CT's from 3 years post-implant revealed that an endurant aortic cuff has been implanted since the previously returned study. The cuff is currently positioned just above the lowest right renal artery (which has been snorkeled) and below the left renal artery. The bifurcate is 1cm below the top of the cuff. The proximal stent graft(s) od measured 36mm and the aortic neck diameter at that location is 41mm. The infrarenal neck and aortic body is angulated 45deg (l-r) relative to the iliac limbs. The max diameter aaa measured 5.1cm. There is contrast seen outside the stent graft beginning at the top of the sac from a possible proximal type I endoleak, and there is also a possible type ii endoleak coming from a posterior lumbar. Significant wall thrombus (8mm max thickness) is seen within the aortic cuff; however, both iliac limbs are patent and no thrombus was observed distal to the stent grafts bilaterally. Within the distal aorta the limbs are slightly compressed down to 10mm ID minimum, and no stent graft kinks were observed. No other stent graft issues were seen.

Event description:
Additional information was received. It was reported that the patient had a secondary procedure and the physician implanted an endurant 36 cuff in conjunction with a snorkel procedure, resolving the event.